Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 8 mmol/l. The customer was trying to bolus when the pump alarmed motor error followed by motor position encoder error. They received the rewind notification and started to rewind the pump but it alarmed motion sensor test failure. The pump failed the displacement test. Troubleshooting was not able to resolve the issue. The device was not returned for analysis.